Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates, needle bent and difficult/unable to operate (not drawing) on lot # 9273265. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, needle bent and difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9273265 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200845168] noted that did not pertain to the complaint. There was one (1) notification [200850348] noted for core pin damage investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device and were unable/difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9273265. Consumer reported found 3-4 syringes with needle hub stuck in shield .- consumer reported found 1 syringe from this box with a bent needle. Consumer reported found 1 syringe from this box with needle not able to draw up insulin. Date of event: unknown.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device and were unable / difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9273265. Consumer reported found 3-4 syringes with needle hub stuck in shield. Consumer reported found 1 syringe from this box with a bent needle. Consumer reported found 1 syringe from this box with needle not able to draw up insulin. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned four (4) used 31gx8mm, 0.5ml insulin syringes from lot: 9273265. Consumer reported that needle hub separated into shield; also reported one syringe had a bent needle and another syringe was not able to draw up insulin. All four returned syringes were examined, and the following was observed: 2 syringes where the needle hub / shield assembly was separated from the barrel; no damage observed to the barrel tip 1 syringe where the cannula was bent. The two syringes that did not exhibit hub separation were tested for flow: both syringes were able to draw and expel properly. As all 4 syringes were returned after use, the likely cause of the bent cannula is user error while using the syringe. A review of the device history record was completed for batch#: 9273265 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200845168] noted that did not pertain to the complaint. There was one (1) notification [200850348] noted for core pin damage. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, cannula bent). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (not drawing). Since the samples were returned after use, the probable cause of the bent cannula is user error while using the syringe, as no evidence of manufacturing defect was observed on the sample exhibiting the bent cannula issue. CAPA#: 1630423 was initiated.